Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing during a slow ventricular tachycardia (vt), which, resulted in delivery of an inappropriate shock. The patient then presented to the emergency department with prolonged palpitations and light headedness. While in the emergency department, the device delivered two additional inappropriate shocks due to oversensing. Review of the stored episodes noted the patient was in vt, however, the rate of the vt was below the programmed detection rate. Additionally, it was stated that this new zealand patient was previously travelling in germany in 2022, when they received an additional inappropriate shock therapy, due to a similar over-sensed slow vt episode. At the time, a potential revision procedure to a transvenous system to deliver anti-tachycardia pacing (atp) was discussed, but this did not occur. Subsequently, the patient was admitted to the hospital for treatment of the arrhythmia and overnight evaluation. While hospitalized, the device's shock therapy was programmed off. Boston scientific technical services (ts) was contacted for potential programming options, as therapy was not desired for this rhythm, and the patient's repeated history of inappropriate therapy. Ts discussed potentially re-programming the selected sensing vector, but that an adjustment of rate-control medication, a vt ablation, and/or a revision procedure to a transvenous system to deliver atp may be required to prevent further inappropriate therapy. Inquiries have been made regarding the event resolution, but a response has not yet been received. At this time, the s-ICD remains implanted, but shock therapy is programmed off. The patient is currently hospitalized, but no additional adverse effects were reported.

Manufacturer narrative:
This report is being sent to correct b5.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing during a slow ventricular tachycardia (vt), which, resulted in delivery of an inappropriate shock. The patient then presented to the emergency department with prolonged palpitations and light headedness. While in the emergency department, the device delivered two additional inappropriate shocks due to oversensing. Review of the stored episodes noted the patient was in vt, however, the rate of the vt was below the programmed detection rate. Additionally, it was stated that this new zealand patient was previously travelling in germany in 2022, when they received an additional inappropriate shock therapy, due to a similar over-sensed slow vt episode. At the time, a potential revision procedure to a transvenous system to deliver anti-tachycardia pacing (atp) was discussed, but this did not occur. Subsequently, the patient was admitted to the hospital in new zealand for treatment of the arrhythmia and overnight evaluation. While hospitalized, the device's shock therapy was programmed off. Boston scientific technical services (ts) was contacted for potential programming options, as therapy was not desired for this rhythm, and the patient's repeated history of inappropriate therapy. Ts discussed potentially re-programming the selected sensing vector, but that an adjustment of rate-control medication, a vt ablation, and/or a revision procedure to a transvenous system to deliver atp may be required to prevent further inappropriate therapy. In the meantime, the patient's physician programmed the device to the alternate sensing vector to prevent further vt over-sensing, and therapy was programmed back on. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.